Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer addressed elevated bg with a correction bolus via pump. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.